Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event (image flickers and the subject cannot be recognized) was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus (osh) was informed that the customer high-definition autoclavable camera head has an image defect. The olympus field service engineer reported the image was flickering and the subject cannot be recognized when the cable was shaken. The customer¿s reported problem was found during preparation before use. The scheduled laparoscopic surgery was completed using another similar device. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer¿s reported problem was not confirmed. The repair inspection found the following: the cable unit failed the water leak test, the fixing rod of the adapter was missing, the cover was crystalized and there was no labeling of high temperature and high pressure. The device has not been repaired before in the past year. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.